Event description:
The plaintiff's attorney alleged that the decedent experienced a cerebrovascular event on (B)(6) 2011, after use of the product. Additionally, the plaintiff's attorney alleged the decedent experienced a cardiovascular event on (B)(6) 2012, the day after the use of the product and subsequently expired on (B)(6) 2012.

Manufacturer narrative:
This is one event (cardiovascular) of three events reported for the same pt involving two separate products; associated MDR #'s 1225714-2013-02831, 1225714-2013-02833, 1225714-2013-02834, 1225714-2013-01397, 1225714-2013-01398.